Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the inpatient team heard a hazard alarm. The patient reported that they saw the red heart illuminated with the interface screen that stated, "call hospital". There were no alarms since (B)(6)2024 on the patient's system controller and the history did not record anything when the customer ran it. The patient was standing at the time and did not experience any symptoms. The alarm was stated to have occurred sometime in between 11:00 and 12:00. Log files were sent for review. The event file showed a self-test was performed on (B)(6)2024 at 11:29:09 and the alarm silence button was pressed repeatedly. The patient called to ask what the issue with the controller was. The patient was advised that there were no alarms seen in the data and that next steps were at the discretion of the ventricular assist device (vad) team. The cause of the alarms was not identified. The controller was exchanged, and no products would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported red heart alarms could not be confirmed based on the review of the submitted log files. A specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024 and revealed no notable events or alarms. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.